Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 error code 133.6080. 8015 sn: (B)(4) customer wanted to know what can cause this error code. I explain to the customer the cause of the error code is that your back up speaker failed. I also explain to the customer that in order to correct this error code he would need to replace his back up speaker. I also explain to the customer that if this error continue then he would need to replace his logic board. The customer said ok that he would replace the backup speaker and if he error still happens then that when he said he would change the logic board. The customer ended the call.